Manufacturer narrative:
During the discovery process of the litigation, it was determined that a karl storz product was not used during this subject adverse event. Not ret'd by hospital.

Event description:
Allegedly, the patient under went a laparoscopic supracervical hysterectomy on (B)(6) 2011 where a power morcellator was used. The pathological examination of the removed tissue found a >5cm leiomyosarcoma. The patient subsequently went through chemotherapy and additional surgeries on (B)(6) 2014 and (B)(6) 2014.

Event description:
Allegedly, the pt under went a laparoscopic supracervical hysterectomy on (B)(6) 2011 where a power morcellator was used. The pathological examination of the removed tissue found a >5cm leiomyosarcoma. The pt subsequently went through chemotherapy and add'l surgeries on (B)(6) 2014.

Manufacturer narrative:
There was no indication of any malfunction of the device.